Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 for no oversensing was noted.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing, and loss of capture on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.